Event description:
Medtronic received information that during implant of this 34 mm transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed with a 23 x 40 non-medtronic balloon (vaccs) using hand pressure to inflate. The valve was recaptured one time due to positioning. The valve was intentionally deployed into a high position on the second attempt, however an infold was reported after the valve was released. The final implant depth was reported to be 0 mm on the non-coronary cusp (ncc) and 1 mm on the left coronary cusp (lcc). The team elected to post dilate the valve to resolve the infold. A post implant balloon aortic valvuloplasty (bav) was performed using a 26 mm non-medtronic (vaccs) balloon. The valve dislodged due the post bav and high positioning of the valve. A second transcatheter valve was implanted. It was reported that the dislodged valve was rotating within the ascending aorta and was not able to be stabilized. The procedure was converted and the aorta was opened. The dislodged valve was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: images were provided to medtronic for review. The excerpt from the image subject matter expert (sme) report follows: fluoroscopy load inspections of both transcatheter aortic valves (tav) confirm good loads on each according to medtronic best practices. A pre-implant balloon aortic valvuloplasty was performed with a 23mm x 40mm non-medtronic balloon prior to the 1st tav being introduced into the body. The first tav was then introduced into the body over the non-medtronic guidewire. Image projections were only provided in one view (lao 3° caudal 30°) with the valve deployed to 80% which did not allow for proper assessment of exact valve depth, amount of constraint of the tav frame, or a good assessment of potential infold before the valve was released. Based on the one image projection (lao 3° caudal 30°) provided there was some apparent constraint of the valve frame. A clear and evident infold was seen with the cine video obtained after the valve was fully released. A post implant angiogram, although not the best quality, did clearly show p aravalvular leak/aortic insufficiency. An accurate depth assessment was hard to visualize due to a poor placement of the pigtail catheter outside the outflow of the valve frame which limited contrast visibility and filling of the coronary cusps. During the post implant balloon aortic valvuloplasty which was performed to resolve the infold, the inflow of the valve could clearly be seen moving up above the native annulus into the coronary cusps. A contrast injection through the pigtail catheter after removal of the balloon confirmed the tav had moved out of the native annulus with the inflow of the tav now sitting in the coronary cusps. A snare was then used to grab one of the paddles and pull the tav up into the ascending aorta. The non-medtronic guidewire remained in the left ventricle and through the dislodged tav now located in the ascending aorta. A second tav was then introduced over the non-medtronic guidewire through the tav located in the ascending aorta and down to the native annulus. After a couple of recapture attempts, the 2nd tav was deployed to 80% and in a good position. With the valve deployed to 80%, it was clear and evident that an infold was present through the entire portion of the 80% deployed tav. The decision was made to move forward with deployment despite the noted infold. The tav was fully deployed with an infold still noted through the inflow up to the waist (mid portion) of the tav. The event description noted that the decision was made to leave the infold as no aortic insufficiency or gradient were observed post deployment. Asses sment of the initial dislodged tav showed it to be rotating within the ascending aorta and unable to be stabilized after multiple attempts with 2 snares to pull it into a stable position. It was reported that a pre-implant balloon aortic valvuloplasty (bav) was performed, and it was confirmed per the image review. The valve was intentionally deployed into a high position on the second attempt, however an infold was reported after the valve was released. The device history record for the first valve and associated frame lot were reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject explanted valve was not returned to medtronic for analysis. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading, deployment or recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Per the image review, fluoroscopy load inspections of both tavs confirmed good loads. In this case, the infold was confirmed per the image review report after the tav was fully released. There was no information to suggest a device quality deficiency related to this event. In this case, it was reported that the valve was intentionally deployed into a high position. The final implant depth was reported to be 0 mm on the non-coronary cusp (ncc) and 1 mm on the left coronary cusp (lcc). An accurate depth assessment was hard to visualize during the image review. Per the device instructions for use (IFU): ¿position the catheter so that the bioprosthesis is at the recommended target depth of 3 mm relative to the valve annulus.¿ therefore, the reported suboptimal position of the valve (high position) may have contributed to the infold. The image review reported paravalvular leak/aortic insufficiency. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl most likely was due to the high position and infolded valve. The team elected to post dilate the first valve to resolve the infold. A post implant bav was performed using a 26 mm non-medtronic balloon. Per the device IFU, if valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation (pid) of the bioprosthesis may improve valve function and sealing. It was reported that the first valve dislodged due the post-implant bav and high positioning of the valve. Dislodge events are typically not related to a device malfunction. Per the image review it was confirmed that the valve dislodged subsequent to the bav: ¿during the post implant balloon aortic valvuloplasty which was performed to resolve the infold, the inflow of the tav could clearly be seen moving up above the native annulus into the coronary cusps. A contrast injection through the pigtail catheter after removal of the balloon confirmed the tav had moved out of the native annulus with the inflow of the tav now sitting in the coronary cusps. A snare was then used to grab one of the paddles and pull the tav up into the ascending aorta.¿ per the device IFU, the use of a snare to reposition the valve after deployment is complete is not recommended. The IFU states that, ¿physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the b ioprosthesis is not recommended, except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery.¿ this event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.